Event description:
A customer reported the cautery was not working with the footswitch during a procedure. When the system was in sculpt mode, it seemed to increase in power on its own. The system was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).